Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer's current blood glucose is 133 mg/dl. The customer did experienced the symptoms such as nausea, vomiting. The customer was treated by syringes. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal (slightly indented). Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.